Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the mitraclip was advanced within the steerable guide catheter (sgc) when it was visualized that air was introduced into the back of the sgc. The air was aspirated per IFU and the sgc was removed from the patient. The sgc was reprepared and a replacement mitraclip was successfully implanted. The procedure was discontinued; the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays.